Event description:
On (B)(6) 2016, a 33 mm epic mitral valve was implanted. Three months post-op the patient developed syncope and required an ICD implant. Eleven months post-mvr, two echocardiograms were performed and a mean gradient of 14mmhg across the mitral valve was noted along with decreased leaflet mobility. Thrombolytic therapy was considered however, the valve was explanted on (B)(6) 2017. Upon explant, thrombus was observed on the ventricular side of the valve leaflets which resulted in the reduced motion and stenosis. The valve was replaced with a 33 mm masters series mechanical valve (serial unknown). The procedure was uneventful and the patient is stable and recovering.

Manufacturer narrative:
The results of this investigation concluded that cusps 2 and 3 contained outflow thrombus, limiting their mobility. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the thrombus was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause for the reported event remains unknown.